Event description:
The customer was hospitalized for low bgs. The cause of low sugar level was unknown. Troubleshooting was performed. The programming and histories on the pump were accurate. Suggested that the customer call their doctor to discuss possible causes of low bgs.